Manufacturer narrative:
B6,7;d5,10;h4- information not provided. Based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not re-open" during surgery. The instrument was returned in good physical condition. The instrument was returned with a cartridge that had the middle alignment finger and lockout tab broken off. No conclusion could be reached as to how this damage occurred. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported the device was used during a laparoscopic appendectomy. It was reported the ez35w was closed on tissue, fired, and would not reopen. Rep reports no other info was available. There was no consequence to the pt. Rec'd medwatch 8/27/96 "product inserted and positioned on tissue-misfired staples not lined up properly cutter didn't work-product removed-another stapler opened, inserted & worked properly-no impact on outcome".-